Manufacturer narrative:
PMA/510(k) #: k163018. This complaint is associated with pr 308433 (manufacturer report#: 3001845648-2020-00708). Device evaluation: the zilbs-635-10-8 device of lot number c1734161 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1734161 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1734161. There is evidence to suggest that the user did not follow the instructions for use (ifu0065-3) the instructions for use (ifu0065-3) states: warnings: this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the customer testimony the device was placed through the wall of a previously placed stent. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: looping of the guidewire tip in the distal left biliary duct zilver stent is consistent with the complaint of guidewire entrapment. Guide wire tips are commonly glide coated and can get sheared on sharp edges such as micro puncture needles and stents. The implanting physician¿s comments that guide wires are more likely to get caught in laser cut stent vs a braided stent is correct. If possible, catheter advancement over the distal wire is the most effective method to release the entrapped wire. Root cause review: a definitive root cause of off label use was determined from the available information. The instructions for use (ifu0065-3) and the japanese insert (c-es1207m06) indicate that the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system. According to the customer testimony the device was placed through the wall of a previously placed stent. It is not possible to state how the device will perform when used outside of its validated state. It is possible that placing the device through a previously placed stent resulted in the wire guide getting caught and separated. Summary: complaint is confirmed based on customer testimony and verified in the images provided. Guide wire tips are commonly glide coated and can get sheared on sharp edges such as micro puncture needles and stents. According to the initial reporter the tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct of the patient. The case was decided to take a wait-and-see approach. If in the future additional information is provided the file will be updated. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on the 20-aug-2021

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Image review received 29-sep-2020. "Looping of the guidewire tip in the distal left biliary duct zilver stent is consistent with the complaint of guidewire entrapment. Guide wire tips are commonly glide coated and can get sheared on sharp edges such as micropuncture needles and stents." Previously reported: the reported device was used for biliary metalic stent placement for the drainage due to cholangitis around porta hepatis. The reported zilver 635 was placed through the side wall of a previously placed stent in the right intrahepatic bile duct. After that, the wire guide (m-through 0.025-inch/medicos hirata/initial use) got stuck in the reported stent, could not be removed and got separated. The tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. Patient oucome: the tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. Patient/event info - notes: <physician's comment> it seems that a wire guide is more likely to structurally get caught in the laser-cut stent compared to the braided stent. <sales rep's comment> I think that the wire guide got caught in the cell of the reported stent and tied up because the wire guide was looped and deflected during stent placement. Deployment difficulty was the device flushed through the flushing port before the procedure, as per IFU(yes) was the stent fully deployed in the patient? (Yes) was the target site severely calcified (none) was patient anatomy tortuous? (Yes) was pre dilatation conducted before stent deployment? (No) was the delivery system kinked or twisted during deployment (unknown) thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? (Unknown) thumbwheel only ¿ was the retraction sheet being held during deployment? (Unknown) [update on september 17th by arisa takahashi based on the information provided by the rep on the same day] 1 prefix zilbs: 1-1 was a sphincterotomy or balloon dilation performed prior to use of the stent device? (No) 1-2 was post-dilation performed after the placement of the stent? (No) 1-3 what brand of endoscope was used with the device? Jf-260v/olympus 1-4 what was the target location for the complaint device? Porta hepatis 1-5 was the device flushed through both flushing ports before the procedure, as per IFU? (Yes) 1-6 details of the wire guide used (name, diameter, hyrdophyllic)? M-through 0.025/medicos hirata 1-7 was resistance encountered when advancing the wire guide or delivery system to the target location? (No) 1-8 how did the physician deal with this resistance? 1-9 was the patient's anatomy tortuous? (No) 1-10 did the tip of the delivery system cross the target location? (Yes) 1-11 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (No) 1-12 was the stent being placed through the side wall of a previously placed stent? (Yes) 1-13 was the elevator in the down position during deployment? (Yes) 1-14 are images of the device of procedure available? (Available).

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reported device was used for biliary metalic stent placement for the drainage due to cholangitis around porta hepatis. The reported zilver 635 was placed through the side wall of a previously placed stent in the right intrahepatic bile duct. After that, the wire guide (m-through 0.025-inch/medicos hirata/initial use) got stuck in the reported stent, could not be removed and got separated. The tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. Patient outcome: the tip of the wire guide (about 5 cm of the soft part) remains in the left intrahepatic bile duct. The case was decided to take a wait-and-see approach. Patient/event info - notes: physician's comment: it seems that a wire guide is more likely to structurally get caught in the laser-cut stent compared to the braided stent. Sales rep's comment: I think that the wire guide got caught in the cell of the reported stent and tied up because the wire guide was looped and deflected during stent placement. Deployment difficulty: was the device flushed through the flushing port before the procedure, as per IFU? (Yes). Was the stent fully deployed in the patient? (Yes). Was the target site severely calcified? (None). Was patient anatomy tortuous? (Yes). Was pre dilatation conducted before stent deployment? (No). Was the delivery system kinked or twisted during deployment? (Unknown). Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? (Unknown). Thumbwheel only ¿ was the retraction sheet being held during deployment? (Unknown). [Update on september 17th by (B)(6) based on the information provided by the rep on the same day] prefix zilbs: was a sphincterotomy or balloon dilation performed prior to use of the stent device? (No). Was post-dilation performed after the placement of the stent? (No). What brand of endoscope was used with the device? Jf-260v/olympus. What was the target location for the complaint device? Porta hepatis. Was the device flushed through both flushing ports before the procedure, as per IFU? (Yes). Details of the wire guide used (name, diameter, hydrophylic)? M-through 0.025/medicos hirata. Was resistance encountered when advancing the wire guide or delivery system to the target location? (No). How did the physician deal with this resistance? Was the patient's anatomy tortuous? (No). Did the tip of the delivery system cross the target location? (Yes). Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (No). Was the stent being placed through the side wall of a previously placed stent? (Yes). Was the elevator in the down position during deployment? (Yes). Are images of the device of procedure available? (Available).